Event description:
It was reported that during a breast reconstruction procedure, the surgeon went to clip a vessel; the vessel was torn without forming a clip. The clip fell off of the tissue. The case was completed with another device of the same product code and sutures. Also, extra dissection was required. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the clip tear the tissue. Did the jaw tear the tissue. Did the clip fully advance into the jaws prior to firing the device. Was there any torquing or twisting when firing the device. Did the additional dissecting of tissue alter the procedure or the post-op care of the patient. If so please explain: at what firing did the clip tear the tissue. Did the primary surgeon fire the device. Has the account recently been converted to ees products.